Manufacturer narrative:
(B)(4). Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and was found in good condition. A global receiver functional test was performed and resulted in no failures. Performed paring test, passed 12 hours of pairing with a matching transmitter and no loss of antenna was experienced during test. Reported complaint could not be reproduced with the receiver. Performed review of the receiver data download and complaint was not confirmed in the course of the review. The root cause could not be determined.

Event description:
The patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015 the patient's receiver displayed an unrecoverable loss of antenna, past threshold. There was no report of injury or medical intervention. No additional event or patient information is available.